Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the joystick would not turn off.

Manufacturer narrative:
The device in question has been returned and evaluated. That evaluation could not confirm the complaint. The joystick was able to properly turn on/off, therefore, altering the invacare MDR decision. The only issues uncovered with the joystick during evaluation was the presence of a foreign substance around the mode switch, the display bezel, the serial number label, and on the display, phonojacks and between the case top and bottom, as well as liquid ingress corrosion on the remote power phonojack. Due to the results of the evaluation of this device, this is not an FDA reportable event.

Event description:
Dealer states that the joystick would not turn off.